Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.

Event description:
It was reported that insyte 20ga x 1.16in had a damaged catheter tip. The following information was provided by the initial reporter: "when inserting the device into patient, it was observed that the catheter only went through the skin, but presented resistance to get in. It was removed and its tip was observed to be deformed. ".

Manufacturer narrative:
Initial reporter last name: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte 20ga x 1.16in had a damaged catheter tip. The following information was provided by the initial reporter: "when inserting the device into patient, it was observed that the catheter only went through the skin, but presented resistance to get in. It was removed and its tip was observed to be deformed."